Manufacturer narrative:
Investigation of this case revealed that the cause could not be determined. It was concluded that the event was not confirmed and that no device-related root cause could be identified based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced frequent low blood glucose episodes while using an insulin pump expected to mitigate hypoglycemia, with no alerts or alarms reported and no user education or troubleshooting documented. Symptoms included hypoglycemia. Outcomes included no long-term impairment reported. Investigation included a review of complaint details only due to limited information.